Event description:
At the end of a lap-chole case, while taking down the suction/irrigator, brown fluid was noted to be leaking out of the battery case. It was not flowing back from pt saline in tube from irrigation to pt was clear. Zero brown fluid noted during surgery.